Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: during an unknown procedure, the needle would not transfer and the suture was pulled loose from the device.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the endo stitch suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. One of the blades on the tips of the jaw was noted to be bent outward. A pmv representative needle was loaded onto the endo stitch suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent blade may be due to excessive manipulation of the device. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.